Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty power supply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source main xenon lamp is not glowing; however, the spare lamp is working. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the mail lamp did not light up, but the spare lamp lit up due to faulty power supply. It was likely that this phenomenon occurred due to the following reason: the device could not meet power conditions necessary for lighting up the lamp because a malfunction occurred in the power supply (for example, proper voltage was not output). No further information could be obtained to identify the root cause of the faulty power supply. Olympus will continue to monitor field performance for this device.